Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after the patient had an MRI, this device was found to be eos. The device was not programmed before the MRI. Battery voltage is at 3.12v. There were no adverse patient side effects reported. There was no event or explant date provided. The ICD was not returned for analysis.